Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of stent broke and stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the common bile duct. According to the complainant, while they were removing the implanted stent, the snare used to pull the device cut and broke the stent. The distal end of the stent migrated up inside the common bile duct. The migrated part of the stent was retrieved with a balloon. No broken parts were left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.